Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that an rt105 adult inspiratory heated breathing circuit failed the leak test on a servo-I ventilator.this was found prior to patient use.

Manufacturer narrative:
(B)(6). The rt105 breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number for that product is k983112. Method: two rt105 breathing circuits were returned to fisher & paykel healthcare in (B)(6) for evaluation. The returned circuits were pressure tested and subsequently submerged in a water bath to test for leak. Results: pressure test revealed that one of the returned rt105 breathing circuits exhibited leak and was out of specification. The water bath test showed that the leak is through the connection between the lid and bowl of the water trap. No fault was found with the other rt105 breathing circuit. A lot check revealed no other complaints of this nature for lot 150205. Conclusion: the breathing circuit water trap consists of a bowl and lid, which can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests that any leak must have developed after the breathing circuit was released for distribution, during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. Ur user instructions that accompany the rt105 adult breathing circuit state the following:"check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms." The hospital staff correctly checked the rt105 breathing circuit before patient use, which is in line with our user instructions.